Event description:
It was reported during a da vinci gastric banding surgical procedure, that the vessel sealer instrument would not cauterize. There was no report of fragment(s) falling into the patient, patient harm, adverse outcome or injury.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the instrument was ntf (no trouble found). Visual inspection showed no blade exposed or damage to the grip assembly. The cautery and seal function tests were performed with no issue. No loss of power and no intermittent energy were observed. The beep noise indicator went on when sealing function was completed. DHR review for this complaint has been conducted. No non-conformances were identified to be related to this complaint that would affect any material of the final product and/or the quality or performance of the instrument.